Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that while repositioning an implanted impella 5.5, the impella 5.5 came out of position and the catheter was kinked. The impella 5.5 was replaced and the patient survived.